Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2023-50402, 2017865-2023-50405, 2017865-2023-50406. During a device replacement procedure for normal elective replacement indicator (eri), the right atrial (ra) and right ventricular (rv) leads were capped and replaced. The ra lead was replaced due to noise observed and the rv lead was replaced due to probe protrusion. Additionally, it was observed that blood had leaked into the device header of the old device and that blood was observed in the new device header. The new device was explanted and replaced during the procedure to resolve the event. The patient was stable following the replacement of the leads and device.